Event description:
Related manufacturer number: 2017865-2023-42439. It was reported that oversensing of noise was observed on the right ventricular (rv) lead and the right atrial (ra ) lead. The rv lead and ra lead were explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.